Manufacturer narrative:
The pipeline flex will not be returned as it remains implanted in the patient. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a patient experienced seizure after pipeline flex implantation. The patient received the pipeline flex implant to treat a saccular aneurysm in the right internal carotid artery (ica). All devices were prepared as indicated in the IFU. There were no device issues noted during the procedure. The angiographic result post-procedure was good. It was reported that months after implantation, the patient experienced seizure and headache. It was reported that the patient may have experienced transient ischemic attacks. There were no reports of any medical or surgical intervention. The patient is now reportedly in normal condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.